Manufacturer narrative:
The date of the reported event is unknown. If additional information becomes available, a supplemental report will be submitted. E1 - initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that they have disinfected using ethanol (ethalight) during reprocessing involving an olympus cysto-nephro videoscope. There was no patient involvement.